Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and also the display was hard to read. The customer's blood glucose level was unknown. The customer stated that the insulin pump had stopped half way during rewind then had to prime and rewind again. The customer also reported that the down arrow button sticks while setting up bolus wizard. The insulin pump will not be returned for analysis.